Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. It either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in the supplemental report.

Event description:
On may 4, 2007, the lay-user/reporter contacted lifescan alleging that a one touch ultra 2 meter was reading inaccurately high. The reporter felt as though the meter had been reading inaccurately high for an unspecified period of time. She mentioned that lately, he has encountered a couple of "lows" while using the reported meter. One day earlier, the patient obtained a meter result between 150-200 mg/dl. Based on the meter reading, the patient took 2 units of "novolog" insulin. His prescribed regimen for the sliding-scale insulin was actually 3 units for blood glucose readings between 150-200 mg/dl. However, since the patient had been experiencing low episodes, he decided on his own to take a smaller dose than what was prescribed. Within 15-20 minutes of taking the sliding-scale insulin, the patient developed symptoms of feeling disoriented and was "staggering." The reporter said that he did not know who he was, where he was, and was "completely out of it." The reporter tested his blood glucose and got a result of "79 mg/dl." Since she did not trust the meter reading, she retested his blood glucose 15-20 minutes later and got "74 mg/dl." The reporter immediately treated the patient with glucose tablets, 'sugared soda," and granulated sugar. Ten minutes later, she retested his blood glucose and got "78 mg/dl." The reporter stated that he usually does not exhibit symptoms of hypoglycemia until his blood glucose is in the "30's" or "40's" mg/dl. Forty-five minutes later, the patient's blood glucose was tested in an emergency room (ER). By that time, his symptoms were relieved. The ER obtained a result of "98 mg/dl" using an unidentified device. The hospital gave the patient orange juice. An hour later, they retested him, got "98 mg/dl", again, and then released him from the hospital. Within 10 minutes of getting the '98 mg/dl," the patient tested with the reported meter and got "154 mg/dl". Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from his fingers and cleaning the puncture sites correctly. The reporter performed a control solution test that passed. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged that the meter had read inaccurately high. He claimed to have suffered a hypoglycemic episode within15-20 minutes of taking sliding-scale insulin based on a meter reading. Also, during the time of concern, the patient alleges his symptoms did not correlate with the reported lfs meter results.